Manufacturer narrative:
The pump had a blank flashing white lcd with audio tones due to a cracked lcd controller. Unable to perform the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to a blank flashing white lcd. The pump had minor scratches on the display window, a scratched keypad overlay, a pillowing keypad overlay, a cracked keypad overlay at the select button and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The father of a customer reported via phone call that the insulin pump has a blank display. The customer's blood glucose reading was 120 mg/dl at the time of incident. Troubleshooting found that the display flashed black and white before it stopped working. Customer has changed the battery but the problem persists. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.